Manufacturer narrative:
Philips service replaced the dvi to cvbs converter and resolved the grounding issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that a black screen was observed during imaging, and grounding interference was identified on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.